Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is presumed that the front panel does not function due to the front panel button failure and that the video connection is broken. Since the device was manufactured more than 15 years ago, it is not possible to check the records olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair evaluation could not confirm the customer¿s reported problem, video connector is loose. There was no image found due to video connection interface failure. Additionally, the front panel buttons were not working. Also, the time setting could not be saved due to battery on the printed circuit board was consumed. The device has not been repaired in the past year. The investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (osh) was informed that the customer visera video system center was returned to the olympus repair center for a reported ¿flat connector is loose¿. The customer¿s reported problem was found during reprocessing. The scheduled procedure was completed using another device. Upon inspection and testing, no image was found due to video connector interface failure. No death, injury or harm was reported to olympus. This report is being submitted to capture the no image malfunction.